Event description:
Caller states the patient tested 94 mg/dl, 10 mg/dl, 10 mg/dl, and 54 mg/dl on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.